Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, intervention has not yet taken place; however, based on the information received the clinical observation was confirmed. Based on the information received patient factors my have contributed to the event but the cause cannot be conclusively determined. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a clinical trial patient with a model 23mm aortic valve implanted in the aortic position is requiring valve in valve intervention after an implant duration of approximately seven years, due to mild stenosis (peak gradient 60 mmhg, mean 33 mmhg), moderate transvalvular eccentric jet, leaflet thickened, leaflet seem moderately motion restricted, mild stent creep, and some patchy calcification observed on echobright. The leaflets seem to be moderately restricted with mild stent creep. Patient was evaluated for valve-in-valve intervention but it has not yet been scheduled or taken place.

Manufacturer narrative:
Added in describe event or problem.

Event description:
Through further investigation, the patient underwent treatment to treat the surgical valve. There were no procedural complications, the patient outcome was good and was discharged on pod2+.

Manufacturer narrative:
Corrected data: correction on rec'd by MFR date from 12/17/2016 to 12/16/2016 for initial submission.